Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. During preventative maintenance a field service engineer (fse) observed the touchscreen issue. The fse returned to the customer site on 11feb2026 and replaced the touchscreen to resolve the device issue. The device fse completed a performance verification test (pvt) and the device passed the controls testing. The device was returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.